Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). It was noted that the qc had acceptable results. The field service engineer replaced the gear pump head, tubing, the probe tips and adjusted the sample probe. The investigation determined that actions performed by the field service engineer solved the issue.

Event description:
The initial reporter complained of a questionable creatinine plus ver.2 result for 1 patient sample on a cobas 6000 c (501) module analyzer. The initial result was 160¿mol/l and on (B)(6) 2021 the repeat result was 41 ¿mol/l. The questionable result was reported to the physician who asked for a sample rerun. The reagent lot numbers and expiration dates were asked for but not provided.